Event description:
It was reported that when using the bd pyxis¿ medbank tower, the customer was unable to issue medication because the checkbox to request prescription verification was hidden. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) stated that customer had called regarding an inability to issue medication. During the call, it was discovered that the checkbox to request prescription verification was hidden, which initially caused the problem, customer located the checkbox herself, and the issue was resolved. The system functioned as intended after the customer resolved the issue.